Event description:
It was reported that a shocking or jolting sensation occurred in the back when the implantable neurostimulator (ins) was turned on. The shocking did not occur while the ins was off. The manufacturer's representative was to meet with the patient the week of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 37081 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; extension model 37081 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; lead model 39565 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; patient programmer model 37743 serial # (B)(4)implanted: na explanted: na; recharger model 37752 serial # (B)(4) implanted: na explanted: na.

Event description:
Additional information received reported reprogramming was performed, but did not resolve the issue. Impedance measurements were within normal limits. The patient had an appointment scheduled with her physician to discuss possible explant.